Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lv cap confirm trend showed multiple out of range measurements since implant. Review of the merlin.net transmission showed normal lead impedance measurements and successful capture at high output. The patient was scheduled for further lead evaluation. Medications were adjusted and patient was fine after the event.